Event description:
It was reported that the patient presented for an implant procedure. During procedure, after fixating the lead the physician attempted to reposition the lead. The lead's helix retracted although a helix locking tool was attached. The lead was taken out of the patient's body, and the helix could not be extended anymore. The physician elected to replace a lead and implanted a new one. No patient consequences.

Manufacturer narrative:
The reported event of helix retracted while helix locking tool on the connector pin was not confirmed but helix mechanism issue was confirmed. Final analysis found as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin while using helix locking tool. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood. Helix was extended on test table using helix locking tool and lead body was rotated counterclockwise and helix did not retract. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: section d4 and h4 for correct product info.